Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the suction nipple loose. Based on the result, we concluded, that it was caused, due to the excessive force applied on the suction nipple. In addition, our technician confirmed, that the objective lens cloudy (not clear view), the control body corroded, the insertion flexible tube crushed, the aft suction tube leak and the remote control buttons cut. However, these defects are not the main cause and/or irrelevant to the alleged complaint. This defect occurred not, during procedure. Based on the technical report "hr-rpt-0588 (channel)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not, during procedure. There was no report of patient harm. Suction nipple loosened.